Event description:
It was reported, varying pacing impedance was noted on the right ventricular (rv) lead. Lead replacement is anticipated but has not yet been performed. The patient was stable and will continue to be monitored.